Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose. Customer's blood glucose was 23.9 mmol/l and the current blood glucose 4.5 mmol/l. Customer did not stated any symptoms related to high blood glucose. It was unknown if the auto mode feature was active or not at the time of incident. No further patient complications were reported. Troubleshooting was performed, the customer will continue the use of device.